Manufacturer narrative:
The device has not been evaluated yet for investigation purpose.once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Field safety engineer attempted to pull controller log files from device. He was unable to connect normally through ftp surfer. He tried several ethernet cables, and confirmed that ip address was set correctly. He contacted staubli to troubleshoot. Field safety engineer was unable to connect to controller through instruction from staubli, and was unable to export logs to usb as a result. Staubli suggested connection with staubli pendant. Field safety engineer will return to attempt to export. Rosa connects normally, and as a result, staubli believes there could be an error with the j204 port on the back of the controller.

Manufacturer narrative:
The field service engineer contacted the supplier customer service and they instructed him to how reset the settings and be able to connect with the controller. The technical root cause of the event was determined to be incompatible default settings.